Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high thresholds upon repositioning. The patients systolic blood pressure dropped from 100mmhg to 65mmhg. It was suspected that the lead had perforated the middle cardiac vein. A pericardiocentesis was performed to prevent cardiac tamponade. The lead was implanted.

Manufacturer narrative:
(B)(4).